Manufacturer narrative:
Reported event of dislodgement during implant post tether mode, low pacing impedance, and difficult or delayed separation was not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection noted the helix was stretched out of specification. The helix damage is consistent with having occurred during procedure. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including impedance test found no anomaly contributing to low pacing impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that patient presented for scheduled right ventricular leadless pacemaker (rvlp) implant procedure. During the procedure, insufficient contact with the myocardium was observed, and the rvlp exhibited low pacing impedance. While attempting to release the lp, the tether was difficult to detach. Upon release, the device position was misaligned and subsequently dislodged into the right atrium. The dislodged rvlp was retrieved and replaced with a new device during the same procedure. There were no patient consequences.